Event description:
Reportedly, loss of asynchronous pacing during a MRI scan was observed on an ECG despite that the subject pacemaker was programmed in MRI mode, doo pacing mode, basic rate at 90 min-1 for 6 hours. After the MRI scan, the pacemaker was operating in safer mode and not in MRI. Preliminary analysis revealed that the subject pacemaker switched in safer mode upon interrogation, as specified.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, loss of asynchronous pacing during a MRI scan was observed on an ECG despite that the subject pacemaker was programmed in MRI mode, doo pacing mode, basic rate at 90 min-1 for 6 hours. After the MRI scan, the pacemaker was operating in safer mode and not in MRI. Preliminary analysis revealed that the subject pacemaker switched in safer mode upon interrogation, as specified.